Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Full lead returned and analyzed. Additional finding of distal conductor blood/body fluid (not obstructed). (B)(4): helix/lobe distorted/bent. Full lead returned and analyzed. Additional findings of blood/body fluid outer tubing overlay, blood in/on lobe mechanism and apparent explant damage. The analyst commented that lead was received with the lobes deployed with dried blood on them. Due to the dried blood under the overlay tubing and on the lobes, it cannot be determined at this time what caused the reported deployment issue.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The physician attempted to reposition the lead, but the lobes would not undeploy. The lead was explanted and another lead was attempted. Attempts to place the new lv lead resulted in additional stimulation. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.